Event description:
It was reported that the pump of this inflatable penile prosthesis stopped working. Two months later, a replacement surgery was performed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the middle, proximal and distal end of its body, along with a hole, broken fabric threads and a leak in its distal end, consistent with sharp instrument damage. In addition, a hole in the outer tube of the proximal end was noted. The second cylinder presented wear at fold in the middle, proximal and distal end of its body, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted during microscopic evaluation, and no leaks were identified; however, the pump did not pass activation testing upon functional examination. The reservoir was microscopically inspected and tested for leaks. Wear at a fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation.

Event description:
It was reported that the pump of this inflatable penile prosthesis stopped working. Two months later, a replacement surgery was performed. There were no patient complications reported.